Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be torn above the cross drill. Cannula measured to be 1.04 inches in total length. Tear was noted to have removed a portion of the distal tip and one half diameter of the cross drill. The data downloaded from the device did not show any signs of struggle during the run. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 24 and 36 hours their blood glucose level had rose to 339 mg/dl. As treatment, the patient removed the pod from the infusion site and administered a manual injection of insulin.